Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam handpiece was not returned for investigation. The investigation consisted of a review of the treatment log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which the reported e22 - motorpack error. A review of the device history record (DHR) ab2000-b/ serial number (B)(6), and aquabeam handpiece with lot number 23c01367 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev f, states the following: table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event was unable to be established as the device was not returned for investigation.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the first treatment pass, the aquabeam robotic system generated "e22 - motorpack error" message, which was unable to be cleared despite multiple troubleshooting steps taken in efforts to resolve the issue. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.